Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced atrophy with artificial urinary sphincter (aus) device. Physician believes the cuff was in the right location when initially placed, but patient experienced recurring incontinence due to cuff being too big. A 4.5 cm cuff was explanted a new 4.0 cm cuff was implanted. No information regarding the patient outcome was reported at this time.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced atrophy with artificial urinary sphincter (aus) device. Physician believes the cuff was in the right location when initially placed, but patient experienced recurring incontinence due to cuff being too big. A 4.5 cm cuff was explanted a new 4.0 cm cuff was implanted. No information regarding the patient outcome was reported at this time.